Event description:
It was reported that during right ventricular (rv) lead implant procedure, while the rv lead was being implanted the tip screw in failed, and did not affix. The rv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed and the helix of the lead was extrinsically bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.